Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation following a fall on (B)(6) 2011. The details of the fall were unk. The impedance measurements with electrode 7 were greater than 10,000 ohms. There were coupling and or communication issues. The battery voltage was at 0.00 error code 509 displayed following a lcc. A 5sec physician mode recharge was attempted but would not display on the recharger. The pt did have stimulation and the issue was resolved.